Event description:
It has been reported to philips that the system was giving an error message of ¿no illumination possible. Select application again¿. The system was rebooted without resolve. The system was in clinical use. The patient was moved to another system to complete the procedure. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the mpd control unit. The fse replaced the mpd control unit and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was giving an error message of ¿no illumination possible". Review of the system log file showed that the x-ray generator could not be accessed through x-ray generation service. Upon further troubleshooting action, the fse found that the problem was with mpdu. The fse replaced the mpdu. After the replacement of mpd control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact, evaluation results and component codes were corrected.